Event description:
Additional information was received. The cause of the resistance, the opening failure, and the catheter accordion were undetermined. A continuous saline flush is administered and maintained as indicated in the IFU. No damage to the pipeline pushwire was observed. No multiple pipeline devices were being used when movement occurred. The pipeline was not implanted at the intended location. The stent was pulled back from m1 to the internal carotid artery; it jumped and retracted, but the tip of the catheter did not move during deployment. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps, or other devices attempted to open the pipeline, besides the stent could not be pushed out of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex device was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿movement during deployment¿, ¿resistance during delivery/retrieval¿ and ¿failure/incomplete open distal¿. The pipeline flex braid ends were found to be fully opened and damaged. No defect was found with pushwire. In addition, the marksman catheter could not be confirmed to have resistance and accordion as no defect was found with marksman catheter. No resistance was observed during testing. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (228242109); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a fusiform, unruptured right posterior communicating segment small aneurysm with a max diameter of 4.5mm and a 4.5mm neck diameter. It was noted the patient's vessel tortuosity was minimal. The landing zone was 3.4mm distally and 4.36mm proximally. The access vessel was the femoral artery, with 5.2mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the surgeon performed an intracranial aneurysm stent implantation. After the stent was positioned, the stent deployment process began. During the retraction from m1 for anchoring, the stent fell off. The surgeon then needed to retrieve the stent. During the retrieval process, significant resistance was encountered, but after repeated maneuvers, the stent was successfully recovered by the surgeon. After recovery, the stent was repositioned to the distal anchoring point for on-site deployment. However, during deployment, the distal end of the stent repeatedly failed to open. It was later discovered that the distal end of the microcatheter had developed a "accordion phenomenon," preventing the stent from being pushed forward or opened. Consequently, the entire system had to be removed from the body. A new catheter and stent from same manufacturer were used instead, and the surgery was successfully completed. The angiographic result post procedure showed smooth blood flow. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.